Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 ¿ MARCH 31, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): 1. PRIMARY TOTAL HIP REPLACEMENT (THR): - EP-FIT PLUS ACETABULAR CUP: A TOTAL OF FIVE THOUSAND FIVE HUNDRED AND SEVENTY-TWO (5,572) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2003 AND (B)(6) 2025 IN WHICH AN EP-FIT PLUS ACETABULAR CUP WAS IMPLANTED. OF THESE, A HUNDRED AND EIGHTY (180) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FORTY ONE (41) HIPS DUE TO FRACTURE, FIFTY THREE (53) DUE TO LOOSENING, TWENTY NINE (29) DUE TO INFECTION, TWENTY EIGHT (28) DUE TO PROSTHESIS DISLOCATION, SIX (6) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, TWO (2) DUE TO MALPOSITION, TWO (2) DUE TO IMPLANT BREAKAGE OF THE STEM, ONE (1) DUE TO METAL RELATED PATHOLOGY, TWO (2) DUE TO WEAR OF THE ACETABULAR INSERT, FOUR (4) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, ONE (1) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR COMPONENT, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO WEAR OF THE HEAD, ONE (1) DUE TO TUMOUR, ONE (1) DUE TO IMPLANT BREAKAGE OF THE HEAD, AND THREE (3) DUE TO OTHER CAUSES. - POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3): A TOTAL OF SEVENTY-NINE (79) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2022 AND (B)(6) 2026 IN WHICH A POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3) WAS IMPLANTED. OF THESE, FOUR (4) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THREE (3) HIPS DUE TO INFECTION AND ONE (1) DUE TO PROSTHESIS DISLOCATION. - POLARCUP NON-CEMENTED ACETABULAR SHELL (GENERATION 3): A TOTAL OF FIVE HUNDRED AND FIFTY-FIVE (555) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2016 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL (GENERATION 3) WAS IMPLANTED. OF THESE, TEN (10) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO PROSTHESIS DISLOCATION, FOUR (4) HIPS DUE TO FRACTURE, ONE (1) HIP DUE TO LOOSENING, ONE (1) HIP DUE TO PAIN, AND TWO (2) HIPS DUE TO OTHER REASONS. 2. REVISION TOTAL HIP REPLACEMENT (THR): - POLARCUP ACETABULAR CEMENTED CUP: A TOTAL OF EIGHTY-SIX (86) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2008 AND (B)(6) 2025 IN WHICH A POLARCUP ACETABULAR CEMENTED CUP WAS IMPLANTED. OF THESE, TEN (10) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: FOUR (4) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) DUE TO LOOSENING, TWO (2) DUE TO INFECTION, ONE (1) DUE TO FRACTURE, AND ONE (1) DUE TO LYSIS. - POLARCUP NON-CEMENTED ACETABULAR SHELL: A TOTAL OF EIGHTY-TWO (82) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2007 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL WAS IMPLANTED. OF THESE, THIRTEEN (13) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO FRACTURE, FOUR (4) DUE TO LOOSENING, SEVEN (7) DUE TO PROSTHESIS DISLOCATION, AND ONE (1) DUE TO OTHER CAUSES. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION AND RE-REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH SPECIFIC REASONS FOR REVISION OR RE-REVISION. ALTOGETHER, A TOTAL QUANTITY OF 194 REVISIONS AND 23 RE-REVISIONS (217 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR)FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE EP-FIT PLUS CEMENTLESS PRESS-FIT SYSTEM AND THE POLARCUP DUAL MOBILITY SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AUTOMATED INDUSTRY REPORTS DOCUMENTED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED TOTAL HIP REPLACEMENT (THR) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR). THE CUMULATIVE REVISION RATE FOR THE EP-FIT PLUS ACETABULAR CUP CAPTURED BY THE AUTOMATED INDUSTRY REPORTS AT 10 YEARS FOR PRIMARY THA WAS LOWER/BETTER THAN THE CLASS DEVICE WHEN CONSIDERING THE NON-OVERLAPPING CONFIDENCE INTERVALS. FOR REVISION IMPLANTATIONS, 9 WERE REPORTED BY THE REGISTRY WITH 5 BEING RE-REVISED. DUE TO THE LOW NUMBER OF REVISION IMPLANTATIONS (<10) NO AIRS REPORT COULD BE BUILT. THE CUMULATIVE REVISION RATES FOR THE POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3) IMPLANTED DURING PRIMARY THA WERE HIGHER THAN THE CLASS DEVICE THROUGH 4 YEARS FOLLOW UP, AS INDICATED BY NON-OVERLAPPING CONFIDENCE INTERVALS. THIS IS AT LEAST IN PART DRIVEN BY THE DIFFERENT SPREAD OF INDICATIONS IN THE POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3) POPULATION COMPARED TO THE DUAL MOBILITY CLASS. COMPARED TO THE DUAL MOBILITY CLASS, POLARCUP GENERATION 3 HAD A MUCH LOWER PROPORTION OF CASES WITH OSTEOARTHRITIS AND A MUCH HIGHER PROPORTION OF CASES FOR FRACTURED NECK OF FEMUR, AS WELL AS FOR OTHER COMPLEX PRIMARY INDICATIONS INCLUDING: OSTEONECROSIS, RHEUMATOID ARTHRITIS, TUMOUR, OTHER INFLAMMATORY ARTHRITIS, FAILED INTERNAL FIXATION AND FRACTURE DISLOCATION. IN ADDITION, AS PRESENTED ABOVE, THE REVISION VOLUME (N=4) FOR GENERATION 3 WAS DRIVEN BY 75% (N=3) CASES OF INFECTION. INFECTION MAY OCCUR DUE TO THE SURGICAL ENVIRONMENT OR PATIENTS WHO ARE AT HIGH-RISK AND IS NOT AN INHERENT COMPLICATION OF THE DEVICE. TAKING THIS INTO ACCOUNT, THE POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3) REVISION RATES ARE CONSIDERED IN LINE WITH THE DUAL MOBILITY TKA CLASS. ON THE OTHER HAND, THE CUMULATIVE REVISION RATES FOR THE POLARCUP NON-CEMENTED ACETABULAR SHELL (GENERATION 3) WERE IN LINE WITH THE DUAL MOBILITY TKA CLASS BASED ON OVERLAPPING CONFIDENCE INTERVALS. THE RE-REVISION RATES FOR BOTH CEMENTED AND NON-CEMENTED POLARCUP ACETABULAR SHELLS WERE IN LINE WITH THE REVISION TKA CLASS AT ALL TIMEPOINTS, BASED ON OVERLAPPING CONFIDENCE INTERVALS. POLARCUP SHOWED LARGE CONFIDENCE INTERVALS, AT LEAST IN PART DUE TO THE LOWER VOLUME OF IMPLANTATIONS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): 1. PRIMARY TOTAL HIP REPLACEMENT (THR): - EP-FIT PLUS ACETABULAR CUP: A TOTAL OF FIVE THOUSAND FIVE HUNDRED AND SEVENTY-TWO (5,572) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2003 AND (B)(6) 2025 IN WHICH AN EP-FIT PLUS ACETABULAR CUP WAS IMPLANTED. OF THESE, A HUNDRED AND EIGHTY (180) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FORTY ONE (41) HIPS DUE TO FRACTURE, FIFTY THREE (53) DUE TO LOOSENING, TWENTY NINE (29) DUE TO INFECTION, TWENTY EIGHT (28) DUE TO PROSTHESIS DISLOCATION, SIX (6) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, TWO (2) DUE TO MALPOSITION, TWO (2) DUE TO IMPLANT BREAKAGE OF THE STEM, ONE (1) DUE TO METAL RELATED PATHOLOGY, TWO (2) DUE TO WEAR OF THE ACETABULAR INSERT, FOUR (4) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, ONE (1) DUE TO IMPLANT BREAKAGE OF THE ACETABULAR COMPONENT, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO WEAR OF THE HEAD, ONE (1) DUE TO TUMOUR, ONE (1) DUE TO IMPLANT BREAKAGE OF THE HEAD, AND THREE (3) DUE TO OTHER CAUSES. - POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3): A TOTAL OF SEVENTY-NINE (79) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2022 AND (B)(6) 2026 IN WHICH A POLARCUP CEMENTED ACETABULAR SHELL (GENERATION 3) WAS IMPLANTED. OF THESE, FOUR (4) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THREE (3) HIPS DUE TO INFECTION AND ONE (1) DUE TO PROSTHESIS DISLOCATION. - POLARCUP NON-CEMENTED ACETABULAR SHELL (GENERATION 3): A TOTAL OF FIVE HUNDRED AND FIFTY-FIVE (555) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2016 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL (GENERATION 3) WAS IMPLANTED. OF THESE, TEN (10) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO PROSTHESIS DISLOCATION, FOUR (4) HIPS DUE TO FRACTURE, ONE (1) HIP DUE TO LOOSENING, ONE (1) HIP DUE TO PAIN, AND TWO (2) HIPS DUE TO OTHER REASONS. 2. REVISION TOTAL HIP REPLACEMENT (THR): - POLARCUP ACETABULAR CEMENTED CUP: A TOTAL OF EIGHTY-SIX (86) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2008 AND (B)(6) 2025 IN WHICH A POLARCUP ACETABULAR CEMENTED CUP WAS IMPLANTED. OF THESE, TEN (10) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: FOUR (4) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) DUE TO LOOSENING, TWO (2) DUE TO INFECTION, ONE (1) DUE TO FRACTURE, AND ONE (1) DUE TO LYSIS. - POLARCUP NON-CEMENTED ACETABULAR SHELL: A TOTAL OF EIGHTY-TWO (82) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2007 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL WAS IMPLANTED. OF THESE, THIRTEEN (13) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO FRACTURE, FOUR (4) DUE TO LOOSENING, SEVEN (7) DUE TO PROSTHESIS DISLOCATION, AND ONE (1) DUE TO OTHER CAUSES. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION AND RE-REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH SPECIFIC REASONS FOR REVISION OR RE-REVISION. ALTOGETHER, A TOTAL QUANTITY OF 194 REVISIONS AND 23 RE-REVISIONS (217 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00314304-1-L1,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.50 NON-CEM,75003903,,75003903,,07611996040265,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L2,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.52 NON-CEM,75003904,,75003904,,07611996040272,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L3,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.56 NON-CEM,75003906,,75003906,,07611996040296,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L4,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.56 NON-CEM,75003906,,75003906,,07611996040296,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L5,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.58 NON-CEM,75003907,,75003907,,07611996040302,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L6,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.60 NON-CEM,75003908,,75003908,,07611996040319,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L7,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.60 NON-CEM,75003908,,75003908,,07611996040319,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L8,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.60 NON-CEM,75003908,,75003908,,07611996040319,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L9,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA/SCREW OPT.62 NON-CEM,75003909,,75003909,,07611996040326,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L10,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 48 NON-CEM,75003917,,75003917,,07611996040401,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L11,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 50 NON-CEM,75003918,,75003918,,07611996040418,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L12,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 54 NON-CEM,75003920,,75003920,,07611996040432,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L13,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 54 NON-CEM,75003920,,75003920,,07611996040432,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L14,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 56 NON-CEM,75003921,,75003921,,07611996040449,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L15,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA 56 NON-CEM,75003921,,75003921,,07611996040449,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L16,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.46,75003928,,75003928,,07611996040517,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L17,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L18,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L19,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L20,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L21,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L22,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L23,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L24,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L25,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L26,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L27,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.48,75003929,,75003929,,07611996040524,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L28,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L29,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L30,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L31,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L32,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L33,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L34,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L35,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L36,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L37,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L38,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L39,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L40,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L41,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L42,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L43,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L44,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L45,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L46,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L47,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L48,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L49,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L50,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L51,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L52,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L53,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L54,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.50,75003930,,75003930,,07611996040531,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L55,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L56,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L57,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L58,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L59,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L60,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L61,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L62,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L63,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L64,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L65,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L66,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L67,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L68,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L69,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L70,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L71,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L72,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L73,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L74,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L75,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L76,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L77,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L78,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L79,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L80,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L81,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L82,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.52,75003931,,75003931,,07611996040548,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L83,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L84,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L85,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L86,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L87,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L88,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L89,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L90,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L91,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L92,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L93,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L94,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L95,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L96,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L97,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L98,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L99,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L100,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L101,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L102,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L103,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L104,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L105,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L106,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L107,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L108,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L109,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L110,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L111,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L112,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L113,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L114,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L115,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L116,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L117,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L118,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L119,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L120,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.54,75003932,,75003932,,07611996040555,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L121,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L122,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L123,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L124,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L125,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L126,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L127,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L128,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L129,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L130,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L131,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L132,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L133,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L134,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L135,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L136,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L137,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L138,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L139,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L140,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L141,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L142,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L143,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L144,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L145,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L146,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L147,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.56,75003933,,75003933,,07611996040562,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L148,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L149,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L150,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L151,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L152,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L153,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L154,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L155,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L156,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L157,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L158,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L159,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L160,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L161,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L162,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L163,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.58,75003934,,75003934,,07611996040579,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L164,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L165,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L166,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L167,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L168,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L169,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L170,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L171,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L172,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.60,75003935,,75003935,,07611996040586,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L173,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.62,75003936,,75003936,,07611996040593,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L174,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.62,75003936,,75003936,,07611996040593,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L175,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.62,75003936,,75003936,,07611996040593,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L176,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.62,75003936,,75003936,,07611996040593,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L177,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.64,75003937,,75003937,,07611996040609,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L178,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.66,75003938,,75003938,,07611996040616,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L179,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLASMA/HA W.SCREW OPT.66,75003938,,75003938,,07611996040616,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314304-1-L180,,4/30/2026,2/10/2026,EP-FIT PLUS Acetabular Cup ,EP-FIT SHELL TI-PLA REVISION 64 NON-CEM,75003948,,75003948,,07611996040678,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which an EP-FIT PLUS Acetabular Cup was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR between 11-Apr-2003 and 11-Aug-2025 in which a EP-FIT PLUS Acetabular Cup was implanted. Of these, a hundred and eighty (180) hips required revision due to the following reasons: forty one (41) hips due to fracture, fifty three (53) due to loosening, twenty nine (29) due to infection, twenty eight (28) due to prosthesis dislocation, six (6) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, two (2) due to malposition, two (2) due to implant breakage of the stem, one (1) due to metal related pathology, two (2) due to wear of the acetabular insert, four (4) due to implant breakage of the acetabular insert, one (1) due to implant breakage of the acetabular component, one (1) due to incorrect sizing, one (1) due to wear of the head, one (1) due to tumour, one (1) due to implant breakage of the head, and three (3) due to other causes. ;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Apr-2003 and 11-Aug-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the EP-FIT PLUS Cementless Press-Fit System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand five hundred and seventy-two (5,572) hips underwent primary THR in which an EP-FIT PLUS Acetabular Cup was implanted in Australia between 11-Apr-2003 and 11-Aug-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 0.9% (0.7%¿1.2%) vs 1.8% (1.7%¿1.8%) of the class;- At 2nd post-operative year: 1.1% (0.9%¿1.5%) vs 2.2% (2.2%¿2.2%) of the class;- At 3rd post-operative year: 1.4% (1.2%¿1.8%) vs 2.6% (2.5%¿2.6%) of the class;- At 4th post-operative year: 1.7% (1.4%¿2.1%) vs 2.9% (2.8%¿2.9%) of the class;- At 5th post-operative year: 1.9% (1.5%¿2.3%) vs 3.2% (3.1%¿3.2%) of the class;- At 6th post-operative year: 2.1% (1.7%¿2.5%) vs 3.5% (3.4%¿3.5%) of the class;- At 7th post-operative year: 2.3% (1.9%¿2.7%) vs 3.8% (3.7%¿3.8%) of the class;- At 8th post-operative year: 2.7% (2.2%¿3.2%) vs 4.1% (4.0%¿4.1%) of the class;- At 9th post-operative year: 2.9% (2.4%¿3.4%) vs 4.4% (4.4%¿4.5%) of the class;- At 10th post-operative year: 3.0% (2.5%¿3.5%) vs 4.7% (4.7%¿4.8%) of the class;- At 11th post-operative year: 3.3% (2.8%¿3.9%) vs 5.1% (5.1%¿5.2%) of the class;- At 12th post-operative year: 3.4% (2.9%¿4.0%) vs 5.5% (5.5%¿5.6%) of the class;- At 13th post-operative year: 3.6% (3.1%¿4.3%) vs 6.0% (5.9%¿6.0%) of the class;- At 14th post-operative year: 3.8% (3.2%¿4.4%) vs 6.4% (6.3%¿6.5%) of the class;- At 15th post-operative year: 4.0% (3.4%¿4.7%) vs 6.8% (6.7%¿6.9%) of the class;- At 16th post-operative year: 4.4% (3.7%¿5.2%) vs 7.3% (7.2%¿7.4%) of the class;- At 17th post-operative year: 5.1% (4.2%¿6.0%) vs 7.8% (7.7%¿7.9%) of the class;- At 18th post-operative year: 5.1% (4.2%¿6.0%) vs 8.3% (8.1%¿8.4%) of the class;- At 19th post-operative year: 5.8% (4.8%¿7.1%) vs 8.7% (8.6%¿8.9%) of the class;- At 20th post-operative year: 6.1% (5.0%¿7.6%) vs 9.2% (9.1%¿9.4%) of the class;- At 21st post-operative year: 6.1% (5.0%¿7.6%) vs 9.8% (9.6%¿9.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the EP-FIT PLUS Acetabular Cup and the hip procedures class, as determined by non-overlapping 95% confidence intervals at all evaluated postoperative years (1 through 21), with the EP-FIT PLUS Acetabular Cup presenting lower revision rates than the THR class at every evaluated postoperative year.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312839-1-L1,,4/30/2026,2/10/2026,POLARCUP Cemented Acetabular Shell (Generation 3) ,POLARCUP Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01 January to 31 March) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, four (4) hips required revision due to the following reasons: three (3) hips due to infection and one (1) due to prosthesis dislocation.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-May-2022 and 03-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-nine (79) hips underwent primary THR in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report, using the dual mobility TKA population as the comparator class:;- At 1st post-operative year: 4.7% (2.4%¿9.3%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 5.5% (2.9%¿10.3%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 6.6% (3.5%¿12.1%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 6.6% (3.5%¿12.1%) vs 2.9% (2.8%¿2.9%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is a statistically significant difference in the rates between the POLARCUP Cemented Acetabular Shell (Generation 3) and the THR class from the 1st through the 4th postoperative year, as determined by consistently non-overlapping 95% confidence intervals, indicating higher revision rates for the POLARCUP Cemented Acetabular Shell (Generation 3) compared with the class.;This is at least in part driven by the different spread of indications in the POLARCUP Cemented Acetabular Shell (Generation 3) population compared to the dual mobility class. Compared to the dual mobility class, POLARCUP generation 3 had a much lower proportion of cases with osteoarthritis and a much higher proportion of cases for fractured neck of femur, as well as for other complex primary indications including: osteonecrosis, rheumatoid arthritis, tumour, other inflammatory arthritis, failed internal fixation and fracture dislocation. In addition, as presented above, the revision volume (n=4) for Generation 3 was driven by 75% (n=3) cases of infection. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. Taking this into account, the POLARCUP Cemented Acetabular Shell (Generation 3) revision rates are considered in line with the dual mobility TKA class. ;This AOANJRR Automated Industry Report includes THR procedures performed between 01-Sep-1999 and 03-Feb-2026, reporting a total of 172 implantations and 10 revision surgeries. Of the total number of revisions identified, 6 events were previously reported to FDA under reference 9613369-2022-00344. No additional case level information beyond what was previously submitted is available for those 6 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312839-1-L2,,4/30/2026,2/10/2026,POLARCUP Cemented Acetabular Shell (Generation 3) ,POLARCUP Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01 January to 31 March) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, four (4) hips required revision due to the following reasons: three (3) hips due to infection and one (1) due to prosthesis dislocation.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-May-2022 and 03-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-nine (79) hips underwent primary THR in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report, using the dual mobility TKA population as the comparator class:;- At 1st post-operative year: 4.7% (2.4%¿9.3%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 5.5% (2.9%¿10.3%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 6.6% (3.5%¿12.1%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 6.6% (3.5%¿12.1%) vs 2.9% (2.8%¿2.9%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is a statistically significant difference in the rates between the POLARCUP Cemented Acetabular Shell (Generation 3) and the THR class from the 1st through the 4th postoperative year, as determined by consistently non-overlapping 95% confidence intervals, indicating higher revision rates for the POLARCUP Cemented Acetabular Shell (Generation 3) compared with the class.;This is at least in part driven by the different spread of indications in the POLARCUP Cemented Acetabular Shell (Generation 3) population compared to the dual mobility class. Compared to the dual mobility class, POLARCUP generation 3 had a much lower proportion of cases with osteoarthritis and a much higher proportion of cases for fractured neck of femur, as well as for other complex primary indications including: osteonecrosis, rheumatoid arthritis, tumour, other inflammatory arthritis, failed internal fixation and fracture dislocation. In addition, as presented above, the revision volume (n=4) for Generation 3 was driven by 75% (n=3) cases of infection. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. Taking this into account, the POLARCUP Cemented Acetabular Shell (Generation 3) revision rates are considered in line with the dual mobility TKA class. ;This AOANJRR Automated Industry Report includes THR procedures performed between 01-Sep-1999 and 03-Feb-2026, reporting a total of 172 implantations and 10 revision surgeries. Of the total number of revisions identified, 6 events were previously reported to FDA under reference 9613369-2022-00344. No additional case level information beyond what was previously submitted is available for those 6 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312839-1-L3,,4/30/2026,2/10/2026,POLARCUP Cemented Acetabular Shell (Generation 3) ,POLARCUP Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01 January to 31 March) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, four (4) hips required revision due to the following reasons: three (3) hips due to infection and one (1) due to prosthesis dislocation.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-May-2022 and 03-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-nine (79) hips underwent primary THR in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report, using the dual mobility TKA population as the comparator class:;- At 1st post-operative year: 4.7% (2.4%¿9.3%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 5.5% (2.9%¿10.3%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 6.6% (3.5%¿12.1%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 6.6% (3.5%¿12.1%) vs 2.9% (2.8%¿2.9%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is a statistically significant difference in the rates between the POLARCUP Cemented Acetabular Shell (Generation 3) and the THR class from the 1st through the 4th postoperative year, as determined by consistently non-overlapping 95% confidence intervals, indicating higher revision rates for the POLARCUP Cemented Acetabular Shell (Generation 3) compared with the class.;This is at least in part driven by the different spread of indications in the POLARCUP Cemented Acetabular Shell (Generation 3) population compared to the dual mobility class. Compared to the dual mobility class, POLARCUP generation 3 had a much lower proportion of cases with osteoarthritis and a much higher proportion of cases for fractured neck of femur, as well as for other complex primary indications including: osteonecrosis, rheumatoid arthritis, tumour, other inflammatory arthritis, failed internal fixation and fracture dislocation. In addition, as presented above, the revision volume (n=4) for Generation 3 was driven by 75% (n=3) cases of infection. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. Taking this into account, the POLARCUP Cemented Acetabular Shell (Generation 3) revision rates are considered in line with the dual mobility TKA class. ;This AOANJRR Automated Industry Report includes THR procedures performed between 01-Sep-1999 and 03-Feb-2026, reporting a total of 172 implantations and 10 revision surgeries. Of the total number of revisions identified, 6 events were previously reported to FDA under reference 9613369-2022-00344. No additional case level information beyond what was previously submitted is available for those 6 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312839-1-L4,,4/30/2026,2/10/2026,POLARCUP Cemented Acetabular Shell (Generation 3) ,POLARCUP Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01 January to 31 March) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seventy-nine (79) hips underwent primary THR between 17-May-2022 and 03-Feb-2026 in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted. Of these, four (4) hips required revision due to the following reasons: three (3) hips due to infection and one (1) due to prosthesis dislocation.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-May-2022 and 03-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-nine (79) hips underwent primary THR in which a POLARCUP Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report, using the dual mobility TKA population as the comparator class:;- At 1st post-operative year: 4.7% (2.4%¿9.3%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 5.5% (2.9%¿10.3%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 6.6% (3.5%¿12.1%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 6.6% (3.5%¿12.1%) vs 2.9% (2.8%¿2.9%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is a statistically significant difference in the rates between the POLARCUP Cemented Acetabular Shell (Generation 3) and the THR class from the 1st through the 4th postoperative year, as determined by consistently non-overlapping 95% confidence intervals, indicating higher revision rates for the POLARCUP Cemented Acetabular Shell (Generation 3) compared with the class.;This is at least in part driven by the different spread of indications in the POLARCUP Cemented Acetabular Shell (Generation 3) population compared to the dual mobility class. Compared to the dual mobility class, POLARCUP generation 3 had a much lower proportion of cases with osteoarthritis and a much higher proportion of cases for fractured neck of femur, as well as for other complex primary indications including: osteonecrosis, rheumatoid arthritis, tumour, other inflammatory arthritis, failed internal fixation and fracture dislocation. In addition, as presented above, the revision volume (n=4) for Generation 3 was driven by 75% (n=3) cases of infection. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. Taking this into account, the POLARCUP Cemented Acetabular Shell (Generation 3) revision rates are considered in line with the dual mobility TKA class. ;This AOANJRR Automated Industry Report includes THR procedures performed between 01-Sep-1999 and 03-Feb-2026, reporting a total of 172 implantations and 10 revision surgeries. Of the total number of revisions identified, 6 events were previously reported to FDA under reference 9613369-2022-00344. No additional case level information beyond what was previously submitted is available for those 6 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L1,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L2,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between /port includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L3,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L4,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L5,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L6,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L7,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L8,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L9,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312892-1-L10,,4/30/2026,2/10/2026,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,POLARCUP Non-Cemented Acetabular Shell (Generation 3) ,,,,,,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary THR between 05-Jul-2016 and 08-Dec-2025 in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted. Of these, ten (10) hips required revision due to the following reasons: one (1) hip due to infection, one (1) hip due to prosthesis dislocation, four (4) hips due to fracture, one (1) hip due to loosening, one (1) hip due to pain, and two (2) hips due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 05-Jul-2016 and 08-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five hundred and fifty-five (555) hips underwent primary THR in which a POLARCUP Non-Cemented Acetabular Shell (Generation 3) was implanted in Australia between 17-May-2022 and 03-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.6% (1.0%¿2.5%) vs 1.8% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (1.5%¿3.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (1.7%¿3.7%) vs 2.6% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.5% (1.7%¿3.7%) vs 2.9% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.7% (1.9%¿4.1%) vs 3.2% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.3% (2.2%¿5.0%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (2.2%¿5.0%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.3% (2.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates between the POLARCUP Non-Cemented Acetabular Shell (Generation 3) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated post-operative years (Years 1 through 8).;This AOANJRR Automated Industry Report includes THR procedures performed between 05-Jul-2016 and 08-Dec-2025, reporting a total of 1118 implantations and 28 revision surgeries. Of the total number of revisions identified, 18 events were previously reported to FDA under reference 9613369-2022-00345. No additional case-level information beyond what was previously submitted is available for those 18 events. Please note that the previously submitted data were reported prior to the granting of the RWD2300584 and therefore may appear in a different format than the data included in this submission.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L1,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL HA W. FLANGES 55,75017244,,75017244,,07611996095944,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L2,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL HA W. FLANGES 55,75017244,,75017244,,07611996095944,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L3,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL HA W. FLANGES 55,75017244,,75017244,,07611996095944,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L4,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL HA W. FLANGES 61,75017247,,75017247,,07611996095975,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L5,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL 43 CEMENTED,75100451,,75100451,,07611996118421,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L6,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL 47 CEMENTED,75100453,,75100453,,07611996118445,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L7,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL 49 CEMENTED,75100454,,75100454,,07611996118452,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L8,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL 51 CEMENTED,75100455,,75100455,,07611996118469,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L9,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL 55 CEMENTED,75100457,,75100457,,07611996118483,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313285-1-L10,,4/30/2026,2/10/2026,POLARCUP Acetabular Cemented Cup ,POLARCUP SHELL HA W. FLANGES 43,75008715,,75008715,,03700421001057,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-six (86) hips underwent revision THR between 11-Nov-2008 and 13-Oct-2025 in which a POLARCUP Acetabular Cemented Cup was implanted. Of these, ten (10) hips required re-revision due to the following reasons: four (4) hips were revised due to prosthesis dislocation, two (2) due to loosening, two (2) due to infection, one (1) due to fracture, and one (1) due to lysis.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Nov-2008 and 13-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular Cemented Cup presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-six (86) hips underwent revision THR in which a POLARCUP Acetabular Cemented Cup was implanted in Australia between 11-Nov-2008 and 13-Oct-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 6.1% (2.6%¿14.0%) vs 7.9% (7.4%¿8.4%) of the class;- At 2nd postoperative year: 8.9% (4.3%¿17.7%) vs 10.2% (9.7%¿10.8%) of the class;- At 3rd postoperative year: 8.9% (4.3%¿17.7%) vs 11.6% (11.0%¿12.2%) of the class;- At 4th postoperative year: 12.4% (6.6%¿22.8%) vs 12.8% (12.2%¿13.4%) of the class;- At 5th postoperative year: 14.7% (8.0%¿26.2%) vs 13.7% (13.1%¿14.4%) of the class;- At 6th postoperative year: 14.7% (8.0%¿26.2%) vs 14.7% (14.0%¿15.3%) of the class;- At 7th postoperative year: 14.7% (8.0%¿26.2%) vs 15.3% (14.6%¿16.0%) of the class;- At 8th postoperative year: 14.7% (8.0%¿26.2%) vs 16.0% (15.3%¿16.7%) of the class;- At 9th postoperative year: 14.7% (8.0%¿26.2%) vs 16.7% (15.9%¿17.4%) of the class;- At 10th postoperative year: 14.7% (8.0%¿26.2%) vs 17.3% (16.5%¿18.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Acetabular Cemented Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L1,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI/HA 59,75002064,,75002064,,07611996115321,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L2,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti-Pla/Flanges 57 non-cem,75017175,,75017175,,07611996095821,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L3,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti-Pla/Flanges 57 non-cem,75017175,,75017175,,07611996095821,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L4,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI-PLASMA 53 NON-CEM,75017186,,75017186,,07611996096095,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L5,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI-PLASMA 59 NON-CEM,75017189,,75017189,,07611996096125,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L6,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI-PLASMA 59 NON-CEM,75017189,,75017189,,07611996096125,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L7,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti-Plasma 51 non-cem,75100410,,75100410,,07611996118018,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L8,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti-Plasma 53 non-cem,75100411,,75100411,,07611996118025,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L9,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti-Plasma 55 non-cem,75100412,,75100412,,07611996118032,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L10,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI-PLASMA 59 NON-CEMENTED,75100414,,75100414,,07611996118056,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L11,,4/30/2026,2/10/2026,POLARCUP,POLARCUP SHELL TI-PLASMA/HA 59 NON-CEMENTED,75100444,,75100444,,07611996118353,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L12,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti coated 63 non-cem,75008738,,75008738,,03700421001545,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00313488-1-L13,,4/30/2026,2/10/2026,POLARCUP,POLARCUP Shell Ti coated 55 non-cem,75008752,,75008752,,03700421001378,K110135,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, one (1) hip required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of eighty-two (82) hips underwent revision THR between 04-Apr-2007 and 23-Apr-2025 in which a POLARCUP Non-Cemented Acetabular Shell was implanted. Of these, thirteen (13) hips required re-revision due to the following reasons: one (1) hip was revised due to fracture, four (4) due to loosening, seven (7) due to prosthesis dislocation, and one (1) due to other causes. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 04-Apr-2007 and 23-Apr-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-two (82) hips underwent revision THR in which a POLARCUP Non-Cemented Acetabular Shell was implanted in Australia between 04-Apr-2007 and 23-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 11.0% (5.9%¿20.1%) vs 7.9% (7.4%¿8.4%) of the class; -At 2nd postoperative year: 13.6% (7.7%¿23.1%) vs 10.2% (9.7%¿10.8%) of the class; -At 3rd postoperative year: 13.6% (7.7%¿23.1%) vs 11.6% (11.0%¿12.2%) of the class; -At 4th postoperative year: 13.6% (7.7%¿23.1%) vs 12.8% (12.2%¿13.4%) of the class; -At 5th postoperative year: 15.4% (9.0%¿25.7%) vs 13.7% (13.1%¿14.4%) of the class; -At 6th postoperative year: 15.4% (9.0%¿25.7%) vs 14.6% (14.0%¿15.3%) of the class; -At 7th postoperative year: 15.4% (9.0%¿25.7%) vs 15.3% (14.6%¿16.0%) of the class; -At 8th postoperative year: 15.4% (9.0%¿25.7%) vs 16.0% (15.3%¿16.7%) of the class; -At 9th postoperative year: 15.4% (9.0%¿25.7%) vs 16.7% (15.9%¿17.4%) of the class; -At 10th postoperative year: 15.4% (9.0%¿25.7%) vs 17.3% (16.5%¿18.0%) of the class; -At 11th postoperative year: 15.4% (9.0%¿25.7%) vs 17.9% (17.2%¿18.8%) of the class; -At 12th postoperative year: 15.4% (9.0%¿25.7%) vs 18.6% (17.7%¿19.4%) of the class; -At 13th postoperative year: 15.4% (9.0%¿25.7%) vs 19.2% (18.3%¿20.1%) of the class;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference between the POLARCUP Non-Cemented Acetabular Cup and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;